Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0llhj, implanted: (B)(6) 2014, product type: lead. Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. Patient reported that she had a replacement on (B)(6) 2016 because she was having accidents after her initial implant and it was determined that her lead broke. Patient did not know if only lead or entire system was replaced. Patient stated after her replacement, she started having accidents again and went to see healthcare provider (hcp) on (B)(6) 2016 for her post-op check. She notified hcp that she was still having accidents. She was informed by hcp that it took a while for her body to get used to settings and she would not get entirely 100% relief which she understood but right after her visit, she has been having accident everyday just about when she has a bowel movement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.